Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v455947, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported there was a power on reset (por). They were trying to turn stimulation off prior to a left knee replacement surgery. The last time it was checked was one year ago when the patient experienced atrial fibrillation and the healthcare provider (hcp) used external cardiac shocking paddles. The patient did not typically use the patient programmer (pp). No symptoms reported. The issue occurred the day prior to the report. The cause of the por was not determined. The patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor.